Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic experiencing pneumonia. Examination of a prior system interrogation revealed that the right ventricular (rv) lead exhibited loss of capture. Following an echocardiogram performed on (B)(6) 2021, the physician suspected rv lead perforation. The rv lead was repositioned on (B)(6) 2021. No additional patient symptoms were reported. The patient was unstable prior to procedure, and in unknown condition after the procedure.